Manufacturer narrative:
(B)(4). Date sent: 6/19/2017. Expiration date: 10/31/2021. Manufacture date: 11/30/2016.

Manufacturer narrative:
(B)(4). Batch # n57812 the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The cartridge reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain the problems with firing the device and deploying staples. Did the device lock out and would not fire? Did the device begin to fire and then jam? Did the device cut, but staples were not deployed? Did the device staple, but did not cut? What was the shape of the staples (b-formation, irregular, legs straight)? How was the device removed from the patient? Response received: the device would not allow for use to push lever to activate cutting or stapling. Ended up using alternative device- tlc55. All available information has been provided. No further information is available.

Event description:
It was reported that during a small bowel resection/colorectal procedure, the customer had problems with firing the device and deploying staples. The customer also stated that the jaws of the device would not open once fired. There were no patient consequences reported and no further information is available at this time.